Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the air detector was damaged, the upstream occlusion (uso) sensor was damaged, and the downstream occlusion (dso) seal was detached. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso seal, uso seal and air detector were all replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported air in line sensor was defective. Event occurred during testing. There was no patient involvement.